Manufacturer narrative:
The report of hemolysis and pump thrombosis was confirmed based on the evaluation of the returned pump. Examination of the sealed inflow conduit and outlet elbow found depositions of fixed, clotted blood. Examination of the pump blood-contacting surfaces found depositions of denatured blood in the inlet stator and outlet stator. The body of the pump rotor showed denatured blood admixed with fixed blood. The depositions would have contributed to the reported hemolysis and low pulsatility index events. All of the observed depositions appeared consistent with poor surface washing resulting from an interruption in flow. The evaluation could not conclusively determine the cause of the flow interruption. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in critical condition since implant on (B)(6) 2014, requiring continuous renal replacement therapy and an rvad pump. The patient demonstrated signs of hemolysis and low pulsatility index events. The patient returned to the or on (B)(6) 2015 for an emergent pump exchange and a large clot was noted in the lvad pump and inflow cannula. The lvad pump and inflow cannula were exchanged and the rvad was removed because the patient's native right ventricle was functioning well. The patient is currently stable with expected pump parameters.

Manufacturer narrative:
Approximate age of device - 20 days. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: thrombosis.